Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-06451- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set decreased absorption issue event on (B)(6) 2026. The insertion site was left abdomen. The blood glucose level was high. No further information is available.